Event description:
The generator was not discarded, it has been received for analysis. Product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Generator analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital with increased seizures and then had urgent generator replacement. Product return is not expected as the facility is known to discard explanted devices. No further relevant information has been received to date.